Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2014 and (B)(6) 2015. The subject devices were disposed of.

Event description:
The article reported 11 patients underwent mechanical thrombectomy procedures with the subject retrievers. An unspecified time post procedure, five patients experienced asymptomatic intracranial hemorrhage and one patient experienced symptomatic intracranial hemorrhage and it is unknown if any medical treatment was performed. It was not possible to ascertain specific device with patient information. No further information is available.

Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
The article reported 11 patients underwent mechanical thrombectomy procedures with the subject retrievers. An unspecified time post procedure, five patients experienced asymptomatic intracranial hemorrhage and one patient experienced symptomatic intracranial hemorrhage and it is unknown if any medical treatment was performed. It was not possible to ascertain specific device with patient information. No further information is available.